Event description:
Customer has reported radical 7 after 5 1/2 minutes of sensor being appropriate placed, saturation acquired 84% to 86%, however pulse rate displayed approximately half of what physical assessment presented. This occurred at (B)(6) in two of four sections attended. The other two sections took approximately 3 minutes to acquire pulse rate that matched physical assessment." There was no known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.